Event description:
The dental implant (B)(4) was removed on (B)(6) 2017 4 months and 15 days after implantation due to failure of osseointegration. The patient has no significant medical hisotry and has been recovered without complications.